Event description:
It was reported that the cannula was exchanged, and it cracked. The reporter noted that the event occurred at the intensive care unit and the procedure was a treatment. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - lot #: possible numbers are 4408618, 4418844, 4408572 and 4436022. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.